Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that during insertion into the pt's jugular the spring wire guide (swg) became frayed/split during insertion. As a result, it was removed intact and a new kit was used and placed in the pt's subclavian vein successfully. The physician stated it was a difficult insertion possibly because of the pt's anatomy. It is unknown if there was a delay in treatment, no pt death and no pt complications reported.